Manufacturer narrative:
This report is submitted on november 18, 2022.

Event description:
It was reported that the device was explanted on (B)(6) 2022, due to unspecified medical reason. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on january 11, 2023.

Manufacturer narrative:
Per the clinic, the patient experienced an extrusion of device (date not reported). This report is submitted on december 16, 2022.